Event description:
In july 2005, a post-operative pt developed complete heart block and required ddd pacing with the medtronic temporary pacing device. In the morning, the attending physician and physician assistants were called to the bedside by nursing to evaluate this pt after an episode of arrhythmia near syncope. Upon examining the pt, it was found that the pacer was loosing capture secondary to dislodgment of the temporary epicardial pacing wires from the disposable temporary pacing cables.